Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range impedances on the right ventricular (rv) lead. The patient's rv lead was a non-boston scientific product. The impedances had intermittently increased. After the lss noise and oversensing occurred. The patient didn't experience asystole. Boston scientific technical services (ts) discussed troubleshooting options. The pacemaker was reprogrammed to unipolar pace and bipolar sense. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.